Manufacturer narrative:
(B)(4). Physio-control evaluated the device event record and observed that the device charged to the selected energy but the charge was removed multiple times. However, physio-control was unable to duplicate the reported problem and observed proper device operation through functional and performance testing. A conclusive cause of the reported problem could not be determined.

Event description:
During a patient event, the customer reported that the device failed to discharge charged energy during multiple attempts. The fire department was onsite and used a second lifepak 12 device (unknown delay) with the same electrodes (kendall brand) that was attached to the first device to deliver therapy. The patient, gender, age and outcome was not available. There was no reports of adverse effects to the patient due to the device use.